Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported that they were shipped lncs adtx sensor in a box of lncs neo sensors. No patient impact was reported as a result of the reported issue.